Event description:
Product problem: the fusion joint was not accessible when the torque catheter was docked to the contralateral capsule. It was reported that the fusion joint and the reinforcement bar were inside when the torque catheter was docked to the contralateral capsule. The torque catheter had to be cut open to gain access to the fusion joint in order to deploy the contralateral attachment system. The graft was successfully implanted.